Manufacturer narrative:
(B)(4). Investigation result a fully constrained wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the gas section). The inner member near the proximal end of the guidewire access sheath (gas) section was found kinked. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. There were no issues with the stent and no other issues with the delivery system were noted. The damages noted with the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy in the common bile duct. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the gas section).